Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is inconclusive for filter tilt and occlusion. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced obstruction within device and malposition of device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The device used in a male patient. No other information provided for the patient.